Event description:
A (B)(6) female patient contacted zoll customer support to report that the electrode belt had gelled. In an attempt to download the patient's data, the patient's monitor would not power on. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. As received, the connector's locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The insecure belt/monitor connection likely caused the electrode belt to gel. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the monitor was able to power on, however there was extensive corrosion on the auxiliary board. The cause of the corrosion and the inability to power on in the field is likely contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged electrode belt connector or damaged monitor. The patient was issued a replacement electrode belt and monitor. Date of manufacture: belt: 07/2008; monitor: 11/2008.